Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps were unable to grip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the arm was having issues with gripping and was exchanged during the procedure. There was no procedure delay, and the case was completed with the robot.